Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device was received and evaluated. Visually, the expressew iii gun is in good condition. No anomalies were found. The autocapture plate was not returned. Functional testing via actuation of the jaw lever revealed that the jaws successfully closed and opened. To test deployment and autocapture functionality, an eiii needle, and a autocapture plate was loaded and tested. A test suture was loaded in the suture channel. The test was performed numerous times on a sample rubber strip and all attempts of retrieving the suture were successful, therefore we cannot confirm this complaint. A specific root cause cannot be determined for why the user experienced plate malfunction while using the expressew iii autocapture gun. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed two dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
The plate was failing to capture the suture. I tried putting on a new plate to see if that was the issue but the problem continued. I opened up another tray to use a different expressew iii autocapture to finish the case. Additional information received by the sales rep the was issue detected (B)(6) 2017. No information on how long they had the instrument. The suture released as the doctor was trying to pull it off of the cuff. Jaws were closed and then opened to pull off of the cuff. The retention plate was used. Yes, the loading instructions were followed. No, the loop wasn't too small or large.